Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when infusion medication, there were reports of the infusion ending early when there appeared to be volumed remaining in the pump module. The staff felt that the volume that remained was above 5-10% of overfill. There was patient involvement but no harm. There was also a product enhancement request where infusion reporting would be available that shows when a basic infusion is programmed after a failed interoperability programming attempt. The customer later clarified that there was no product defect.